Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between january 2013 to june 2015. Complaint #6: this is 6 of 19 reports for this article. The subject device remains implanted.

Event description:
The article presented retrospective evaluation of experience for one-single site of the factors affecting the risk of perforator stroke after basilar artery angioplasty and/or stenting. A total of 255 patients were included in the study, and the decision to perform endovascular treatment as well as the stent type were made based on arterial access and lesion morphology. For those with tortuous access and mori b or c lesions or if the diameters of the proximal and distal segments were significantly different, angioplasty plus a self-expanding stent (subject balloon plus stent system) was preferred. For patients with tortuous arterial access with a mori a lesion or a small target vessel diameter (<2.5 mm), angioplasty alone with a subject balloon was selected. Procedure-related perforator stroke was identified in 13 patients (5.1%). Except for perforator stroke some patients had some other complications. Patient #8: this patient was mori type c. It was reported that the patient had dissection after the balloon dilation and unable to get the subject stent through the lesion during procedure. If severe dissection or elastic recoil occurred after dilation, a balloon-mounted stent (for lesions with less tortuous access) or the subject stent (for lesions with severe tortuous access or small target vessel) could be implanted. And about 11 hours after procedure, the patient had perforator stroke with symptoms of left extremities and face weakness and numbness, dysphagia.

Manufacturer narrative:
Upon further review of this article, it was found that the stent was not used for patient 8 in table 2. As per the information provided in the table, it is clear that the stent was not able to get through the lesion and the dissection occurred after balloon dilation. Hence, the vessel dissection and stroke were not related to the stent. Therefore the event no longer meets the requirement of the reportable event for the device in question. The reportability was changed from to a non-reportable event and a redaction MDR will be filed. Consider the awareness date for MDR redaction as jan. 25th 2017. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The article presented retrospective evaluation of experience for one-single site of the factors affecting the risk of perforator stroke after basilar artery angioplasty and/or stenting. A total of 255 patients were included in the study, and the decision to perform endovascular treatment as well as the stent type were made based on arterial access and lesion morphology. For those with tortuous access and mori b or c lesions or if the diameters of the proximal and distal segments were significantly different, angioplasty plus a self-expanding stent (subject balloon plus stent system) was preferred. For patients with tortuous arterial access with a mori a lesion or a small target vessel diameter (<2.5 mm), angioplasty alone with a subject balloon was selected. Procedure-related perforator stroke was identified in 13 patients (5.1%). Except for perforator stroke some patients had some other complications. Patient#8 (table2): this patient was mori type c. It was reported that the patient had dissection after the balloon dilation and unable to get the subject stent through the lesion during procedure. If severe dissection or elastic recoil occurred after dilation, a balloon-mounted stent (for lesions with less tortuous access) or the subject stent (for lesions with severe tortuous access or small target vessel) could be implanted. And about 11 hours after procedure, the patient had perforator stroke with symptoms of left extremities and face weakness and numbness, dysphagia.